Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18oct2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the power management printed circuit board assembly to address and correct this reported event.

Event description:
The customer reported a 35v failure during power on self testing. No patient involvement/harm.